Manufacturer narrative:
Reported defect: deflation of the left breast implant. Condition of product: no product was returned. Background of the surgery: original surgery was performed by dr in 1999, using hutchison hsh 350 saline-fill implants, which were filled to an unk volume. In 2007, the pt visited dr clinic in regards to a supsected deflation of the left breast implant. The pt has not yet undergone bilateral replacement surgery. Visual inspection: no product was returned. Product inspection: as no product was returned, it was not possible to perform a product inspection. Review of the product history sheet (mr004) for lot no. S5771/1 demonstrated that the product was mfg within spec. Conclusion: as no product has been returned a conclusion can not be drawn.